Event description:
Reportedly, during a follow-up performed one year ago, the estimated residual longevity displayed 20 months. On 10 march 2020, the battery was found depleted and the pacemaker had reached its recommended replacement time (rrt). The patient had suffered from falls as a result. The pacemaker was explanted on (B)(6) 2020 and should be returned for analysis. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200514 - file-2020-00810 - analysis_and_closure_report_resp-2020-00592.pdf].

Event description:
Reportedly, during a follow-up performed one year ago, the estimated residual longevity displayed 20 months. On (B)(6) 2020, the battery was found depleted and the pacemaker had reached its recommended replacement time (rrt). The patient had suffered from falls as a result. The pacemaker was explanted on (B)(6) 2020 and should be returned for analysis. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).